Event description:
The tactisys countdown was not displayed in advance, and today at the start of the procedure a message was noted stating the calibration had expired and the case was cancelled with no consequences to the patient. The abbott-technician recalibrated the device the next day which resolved the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified. Based on the information received, the cause of the reported communication issue and subsequent delay remain unknown.